Event description:
It was reported that the external pulse generator (epg) displayed an error code. Technical support (ts) explained the error and how it occurred. The biomedical engineer pressed the pause key during power up and the error appeared. Ts explained that the error occurred due to the user pressing the pause key. The epg was restored to service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).